Event description:
Event description boston scientific crm received information that both the atrial and right ventricular leads dislodged. In a revision procedure, both leads were explanted, and noted with tissue in the helixes. No adverse patient effects were reported.